Manufacturer narrative:
(B)(4).

Event description:
A (B)(6) male presented for a cardiac lead extraction to remove a malfunctioning medtronic 6969 ICD lead from the right ventricle using a 14 fr glidelight laser catheter. Once the catheter had lased past the distal svc coil of the lead, the patients bp dropped from a systolic of 107 to 69. A cardiac tamponade was confirmed by ice (intracardiac echocardiogram). The CT surgeon performed a sternotomy and repaired a 1.5 to 2.0 cm tear to the posterior svc/ra junction. A new lead was implanted. Patient left the or in stable condition. This report will focus on the glidelight as the suspect device.